Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Four samples were received and evaluated. The devices were visually inspected and no apparent anomalies were noted. The stylets moved freely within the cannulas. The needles were each placed in a magnum driver and there was a gap at the sample notches of the needles. It was also noted that it was possible to move the stylets back and forth within the hubs. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notches. The complaint is confirmed, as a gap at the sample notches along with loose stylets were found in all of the returned samples. A gap at the sample notch would prevent the device from cutting and obtaining a sample. The investigation concluded that loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and have been implemented. Additionally, a recall was initiated, which included this lot number, in 2009. The current instructions for use (IFU) for this product states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfections is noted.

Event description:
It was reported that the customer had problems with multiple 16g biopsy needles. Reportedly, tissue samples could not be taken. No additional information was made available. No report of any patient injury.